Event description:
The customer reported that the system periodically did not produce an image.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep replaced the ccd camera, verified the line pair resolution was in specs, verified anti-static kit for proper operation and used the same kit for installing static sensitive parts. The customer will monitor the unit to see if the problem reoccurs after replacement. The unit failed again. The service rep returned and removed the new camera and placed the original back in the unit. He verified line pair resolution was in specs and found no problems but ordered and replaced both pcbs. This is an intermittent issue and have not been able to duplicate while on site. The system operates as intended.